Manufacturer narrative:
Other device used: catalog #00784802301, m/l taper kinectiv neck, lot #60880035. No devices or photos were received; therefore the condition of the devices is unknown. Review of the device history records did not find any deviations or anomalies. Review of the operative notes confirms that the patient underwent left total hip replacement due to degenerative joint disease. Trial reduction was performed with flexion to 90 degrees of flexion and 90 degrees of internal rotation. The trials were removed and final devices were implanted. Review of the operative notes confirms that the patient underwent revision of left stem acetabular cup liner and femoral head. It was noted that the femoral head was removed and significant corrosion was found on it. An extended trochanteric osteotomy was performed to remove the connective neck since it was cold welded. Significant corrosion was found at the head and neck junction. M/l taper stem was also removed. It was also noted that there was no sign of infection. Product history search for the head and the neck revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definitive root cause cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00630506040, trilogy acetabular polyethylene liner, lot #61315782 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient complained of increased hip pain. Lab results show elevated cobalt/chromium levels of around 12.